Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for evaluation; however, the device was discarded at the facility and was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, there was rigid, rough movement during sheath splitting. The o-ring was already out. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. It is unknown if the physician is trained in the use of the starclose se device. No additional information was provided.